Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and sensitivity testing. No adverse trend was identified for the customer's issue. No return patient sample was available. Labeling was reviewed and found to be adequate. Both clinical seroconversion panels and in-house sensitivity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, architect anti-hbc 08l44 that has a similar product distributed in the us, core list number 06l22.

Event description:
The customer observed false negative anti-hbc results on the architect i2000sr analyzer. The following data was provided (s/co): sid (B)(6) initial 0.4, repeat 7.56 . Sid (B)(6) initial 0.35, repeat 6.72 . Sid (B)(6) initial 0.5, repeat 7.85. There was no impact to patient management reported.